Manufacturer narrative:
Product analysis conclusion: the reported deployment issue and unable to retract the endoanchor were confirmed on the films received, however a cause of these events can not be determined. The reported device displays error light could not be assessed. There were no obvious anatomical considerations (e.g. Calcification or thrombus ) that may have contributed to issues with the heli-fx device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis no damage was evident to the applier. A fractured endoanchor was loaded in the applier housing on receipt of the device and was removed with no issues. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 9.3v. The battery was reattached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oaxoa watch-dog tripped, 0bx13 rewind, 0cx13 brown-out tripped, 0dx17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed and the motor advanced, the backlight then began flashing. An in-house endoanchor was loaded and deployed with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx endoanchoring system was used prophylactically with a medtronic stent graft. The anatomy was described as highly angulated. One endoanchor had been implanted and then the applier had a sudden blue error light during 1st stage deployment. This was unable to be resolved so the use of the applier was abandoned. The tip was checked for any possible fractured piece in the applier. Per the physician the cause could not be determined. It was confirmed that the blue light error occurred after the first stage deployment of the second endoanchor. It was noted the endoanchor was unable to be retracted back into the applier as there was no response both forward and backward, with continued error tones only. The endoanchor eventually dislodged from applier but remained within the guide. The loose endoanchor was removed along with applier and guide.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.